Event description:
It was reported that the device was ¿not working like it should¿ and the patient had a return of symptoms. No falls or trauma occurred, and the device was confirmed to be on at 4.9 volts. Three weeks later, the patient was still having concerns and had an appointment scheduled for (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v535584, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).